Event description:
It was reported that at 6 ml from the end of the drug the alarm sounded with the words "pump stuck not working". Patient involvement was unknown.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "pump stuck not working" was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventative maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.